Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd vacutainer® blood alcohol determinations sodium fluoride: 100mg potassium oxalate: 20mg. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubes are clotting during use with a bd vacutainer® blood alcohol determinations sodium fluoride: 100mg potassium oxalate: 20mg. The following information was provided by the initial reporter: it was reported that tubes are clotting.

Event description:
It was reported that the tubes are clotting during use with a bd vacutainer® blood alcohol determinations sodium fluoride: 100mg potassium oxalate: 20mg. The following information was provided by the initial reporter: it was reported that tubes are clotting.

Manufacturer narrative:
H.6. Investigation summary : bd integrated diagnostics systems (ids) had not received any sample and/or photos from the customer facility for evaluation; therefore, the investigation was limited. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. This may have been a mixing issue. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Bd was unable to confirm the customer¿s indicated failure mode because no samples and/or photos were received. We will continue to monitor for additional complaints and emerging trends. H3 other text : see h.10.